Manufacturer narrative:
Ventec provided the reporter, a nurse, with clinical and technical support. Ventec learned through speaking with the nurse that the ventilators were being operated by nurses and not respiratory therapists, and that they were not as familiar with the vocsn: their device's are new and right out of the box. With this information, ventec walked the nurse though confirming that the devices were operating on default settings and alarms. Ventec advised the nurse that settings and alarms may need to be adjusted based on the patient's condition. Delivery of volume breaths to patients with extremely high airway resistance and lung compliance requires high circuit pressure, which may cause the high pressure (hp) alarm to activate before the target tidal volume (vt) is reached. Ventec then walked the nurse through the process of increasing the hp alarm. The nurse advised that the information being provided by ventec made sense, given that the patient has acute respiratory distress syndrome (ards). The nurse advised that they would follow the ards protocol for their facility and call back if they had any further questions. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.